Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During the initial firing, a reinforced stapler was unable to fire. The surgeon was able to press the green button but was unable to squeeze the handle. To complete the case a new reload was used. Patient status is alive, no injury.